Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total knee procedure, the blade broke at the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Corrected data: b5: upon evaluation of the returned device, it was confirmed that the blade tip was not broken and this is not a reportable event. H6: the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, the blade broke at the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently confirmed upon product evaluation that the blade did not break, the slide of the shaft of the blade assembly had split.